Event description:
It was reported that the mesh was explanted and was found to be all crumpled up.

Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.